Manufacturer narrative:
Additional, changed, and/or corrected data: fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3057127 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed voids in the textured part of the valve (vv), it is out of specification (2.5mm) per qa 199.06. According to the analysis review the reported complaint was observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported deflation on left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation on an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, deflation on left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as an unidentified (tear) opening. Additional observations: crease fold and wear abrasion observed, on the device. White particles observed, inside the device. If further action required as voids observed, on texture side of valve assessed, as workmanship.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.